Manufacturer narrative:
Event date is approximate. The main component of the system and other applicable components are: product ID: 3889-28, lot# v995583, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had their implant removed but left part of the lead in there because the nerves had wrapped around the lead and the patient¿s healthcare provider was not comfortable removing it. The patient stated they removed the implant because it hadn¿t worked for 5 years and they wanted an MRI. No further complications were reported.